Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The severe aortic insufficiency from the previously implanted surgical valve and large left ventricular outflow tract (lvot) contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail catheter using a medtronic (confida) guidewire. The valve was recaptured 4-5 times due to the valve being placed too deep. There was no difficulty recapturing the valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that the "true ID" referred to the true inner diameter of the previously implanted non-medtronic surgical valve (edwards) of 25 millimeter (mm).

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: product ID edwards (serial: ); product type: surgical heart valves; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a surgical valve, ¿true ID 25mm¿ with severe aortic insufficiency (ai) was noted. The valve was recaptured multiple times and then released at a depth of 3mm below the surgical cuff. The valve then dislodged into the ventricle and was at a depth of 20mm (missing the skirt). Although the ai was better than before the decision was made to put in a second valve. However, the second valve was implanted at a depth of 3mm below the surgical valve. The implanting team then post dilated with a 25mm non-medtronic balloon. It was noted that the patient had mild ai as a result. No additional adverse patient effects were reported.